Event description:
It was reported that the pt has been experiencing pain in his hip since having surgery. The pt is reporting that there is popping and grinding. The pt also states that his hip is swollen and it feels like it is loose.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.